Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient developed an infection with drainage at the implant site. It is unknown if the patient is currently receiving treatment. Additional information has been requested; however, not made available as of the date of this report.